Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultralink meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on three days earlier at approx 9:00 am. She had obtained a result of 423 mg/dl on the subject meter. As a result of the alleged issue, she reportedly took an increase dose of her diabetes medication (humalog insulin 12.1 units based on a sliding scale). Greater than 30 mins later, the pt tested on her backup meter (one touch ultramini meter) and obtained 67 mg/dl. The pt reported that she experienced symptoms of being very shaky, very lightheaded, and felt like going to pass out. She did not receive any medical attention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct; however, she was not cleaning the puncture area properly (use error). This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. She had administered an increased amount of insulin as a result of the reported issue. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.